Manufacturer narrative:
Result of investigation: vyaire failure analysis was not able to confirm and duplicate the reported issue.uim (user interface module) was inspected externally no signs of physical damaged.the uim (user interface module) was installed onto avea test station and attempted to power up on user mode with software 4.6b installed there is no issues found. Inspect internal pcb (printed circuit board), cables, connectors. The power pcb (printed circuit board) control board was placed under thermal stress by heat gun and cicuit freeze with no noticeable effect on operation. The unit turn on/off multiple times cycled unit for one hour per test standard. The uim (user interface module) display, panel buttons, leds functioned normally. The uim (user interface module) assembly will be routed to the factory service department to have uim assembly processed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and saw that the uim (user interface module) was not working. When powered on it was completely white. The fsr tried another uim and was successfully able to see graphics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator was on patient, it shows wave forms on the screen but the patient was not being ventilated. The customer confirmed that there is no patient harm associated with this reported event.